Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a broken pole clamp, faded line cord, the enclosure was cracked around the drain tube fitting and the water tank cover was cracked on the right side near the screw hole. Also, the pcb and power switch were outdated. During the functional testing, it was confirmed that the device was leaking. The cause of the issue was found to be the cracked enclosure. No action was taken due to the condition and or age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was leaking at the reservoir and drain tube fitting. The device also had a broken pole mount. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Date entered is our best estimate. H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.